Event description:
It was reported that the ilet touch screen was cracked while the user, who works as a mechanic on the side, was unsure how the damage occurred; the device remained usable and blood glucose management was not affected. Symptoms included no reported clinical effects. Outcomes included no impact on the user¿s health and no medical intervention. Investigation included a review of product performance through troubleshooting and user education. Investigation of this case revealed that the device continued to function with a damaged display, and no alerts or alarms were reported. It was concluded that the event involved physical damage to the device¿s display without clinical consequence and without device malfunction impacting therapy.